Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Controller 2.0 / (B)(4)/ model #1420 / exp. Date: 2018-08-31 UDI: (B)(4) device available for evaluation: no mfg. Date: 2017-08-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular assist device (vad) stop alarm. At the time of the event, the patient was at a long term acute care facility where the controller was exchanged. The patient's backup controller also alarmed and was then exchanged to another controller. It was noted that the patient's original controller and backup controller had bent pins in the power ports. Additional information was later received from the site. Per the ventricular assist device (vad) coordinator, the event was all part of an issue at a long term acute care staff who is not well trained with the device. The patient is currently back at the implanting facility with no further issues. The long term acute care facility stated that controller ¿wasn¿t working¿, but the controller had bent pins that kept them from reconnecting a battery. The long term acute care facility attempted to change the controller and there was bent pins in the second controller. Then the long term acute care facility grabbed a controller from a patient that had previously been admitted to that facility and connected that controller without changing any of the parameters to that of the c urrent patient. This was all done prior to calling the implanting facility. Once the long term acute care facility called the coordinator at the site and a member of the team walked across the street to the long term acute care facility and fixed the issue. The pa tient was transferred back to the implanting facility and no further issues have been reported. According to the coordinators there has not been any issue with high watts on this patient. The controllers are expected to be returned.

Manufacturer narrative:
Product event summary: two controllers (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed bent pins within power port two (2) of the controllers (B)(4). The bent pin did now allow a battery to properly connect to the controllers. A visual inspection under 10x magnification revealed hairline crack around power port 2 of (B)(4), and around power port 1 and 2 of (B)(4). The observed hairline cracks are not related to the reported event. Based on an investigated, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Analysis of log files of (B)(4) revealed a vad disconnect alarm on 02/06/2018 at 17:25:43. This alarm is an indication of physical disconnection of the driveline from the controller. Alarm log files revealed several vad disconnect alarms between 02/08/2018 and 02/11/2018, likely due to the troubleshooting of the controller by the site. Examination of data log files of both controllers indicated that the (B)(4) was exchanged with a back up controller (B)(4) on 02/06/2018. Analysis of log files of (B)(4) revealed a vad disconnect alarm on 02/11/2018 at 13:15:07, indicating a physical disconnection of the driveline from the controller. As a result, the reported events were confirmed. Based on the investigation, the most likely root cause of the "vad disconnect alarm" can be attributed to disconnection of the driveline from the controller. The most likely root cause of the reported "bent pins" can be attributed to a misalignment between the power port and battery output connector. An investigation was opened to investigate bent/damaged pins with controller 2.0. Other devices involved in the event: d4: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.